Manufacturer narrative:
(B)(4). The device has been received, but it has not been evaluated yet. A f/u report will be submitted with failure investigation results once it has been completed.

Event description:
Nurse manager reported she was given a set that was reported to be leaking from a port. There was no report of pt harm or medical intervention. Although requested, customer stated that no further pt or event info is available.